Event description:
It was reported that the guidewire was difficult to advance in the catheter and the catheter exhibited a spline inversion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After ablation of the left superior pulmonary vein (lspv) was completed the catheter was positioned outside the left inferior pulmonary vein (lipv). The catheter was deployed from the basket shape to the flower shape without the guidewire deployed past the tip of the array. After this resistance was felt when attempting to advance the guidewire and it was unable to be advanced. The catheter was undeployed with the guidewire out and pulled back into the sheath. The guidewire was then retracted and advanced again, followed by deploying the catheter array outside the sheath, but this failed to resolve the issue. The catheter was withdrawn from the patient and a spline inversion was observed in the array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Based on the received information, it is clear that the physician did not properly extend a guidewire beyond the distal tip of the catheter when attempting deployment, which does not match the instructions on the instructions for use (IFU). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire was difficult to advance in the catheter and the catheter exhibited a spline inversion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After ablation of the left superior pulmonary vein (lspv) was completed the catheter was positioned outside the left inferior pulmonary vein (lipv). The catheter was deployed from the basket shape to the flower shape without the guidewire deployed past the tip of the array. After this resistance was felt when attempting to advance the guidewire and it was unable to be advanced. The catheter was undeployed with the guidewire out and pulled back into the sheath. The guidewire was then retracted and advanced again, followed by deploying the catheter array outside the sheath, but this failed to resolve the issue. The catheter was withdrawn from the patient and a spline inversion was observed in the array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.